Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 421 mg/dl and 130 mg/dl, while using the suspect device. Reporter indicated that no action was taken based on these values. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.